Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned stretched, and with the helix was fully extended with dried blood and tissue on it. There was no insulation breach or conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while attempting to peel away the introducer sheath, the final section of the sheath failed to come apart properly. As a result, the motion of removing the introducer resulted in the right atrial (ra) lead dislodging. The introducer was discarded, and a second one was utilized in order to reposition the ra lead. However, despite multiple attempts at repositioning, the ra lead exhibited noise and high thresholds. The lead was removed, and it was noted that tissue was inside the lead helix. A new lead was implanted. No patient complications have been reported as a result of this event.